Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had endoeye rotation issue. There were no reports of patient harm.

Event description:
(B)(6) additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h3, h4, h6, h11. Corrected field: d2a. The device was not returned to olympus for inspection, but the reported failure was confirmed during on- site inspection. Since the device was not returned, a probable root cause of the malfunction could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.